Event description:
It was reported that during the priming of a prismaflex st100, the lower part of the filter was observed to be broken resulting in an external fluid leak. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, a photograph of the sample was provided for evaluation. Their visual inspection observed the reported leakage from the access line. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.